Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "forward firing, decrease in vaporization efficiency, fiber cap detachment and fiber damaged at tip @ 63,936 joules and 16:05 minutes of use". The procedure was continued with a second fiber which also had "forward firing, decrease in vaporization efficiency, fiber cap detachment and fiber damaged at tip @ 87,673 joules and 16:40 minutes of use". The procedure was completed with a third fiber. Patient outcome: "no patient injury reported". This report is for the second fiber.

Manufacturer narrative:
(B)(4) forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber 0010-2090-233h-1315: the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the glass cap exhibits mild char; the shrink tubing exhibits melting at the open end; the glass cap exhibits contamination within, likely biologic. Based on the analysis above, the potential for forward firing may exist probable root cause: based on the product analysis results, the product complaint of "fiber cap detachment" could not be confirmed; a melted cap was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.